Event description:
Bayer case number: (B)(4). Headaches [headache] joint pain [joint pain] fatigue (never normal) [fatigue] sleep disorder [sleep disorder] weight gain [weight gain] excessive sweating [excess sweating] feeling of heavy legs [heaviness in limbs] hot flushes [hot flushes] tinnitus [tinnitus] loss of libido [loss of libido] blurred vision [blurred vision] persistent muscle pain [muscle pain] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 27-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced headache (seriousness criterion medically important), arthralgia ("joint pain"), fatigue ("fatigue (never normal)"), sleep disorder ("sleep disorder"), hyperhidrosis ("excessive sweating"), limb discomfort ("feeling of heavy legs"), hot flush ("hot flushes"), tinnitus ("tinnitus"), loss of libido ("loss of libido"), vision blurred ("blurred vision") and myalgia ("persistent muscle pain") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy. Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, fatigue, headache, sleep disorder, weight increased, hyperhidrosis, limb discomfort, hot flush, tinnitus, loss of libido, vision blurred or myalgia. The reporter commented: (female) patient¿s current status: 2 implants period of occurrence: 2023. Extreme fatigue (never normal) and persistent muscle pain despite physiotherapy sessions. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Headaches [headache] joint pain [joint pain] fatigue (never normal) [fatigue] sleep disorder [sleep disorder] weight gain [weight gain] excessive sweating [excess sweating] feeling of heavy legs [heaviness in limbs] hot flushes [hot flushes] tinnitus [tinnitus] loss of libido [loss of libido] blurred vision [blurred vision] persistent muscle pain [muscle pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4).) On (B)(6)2024. The most recent information was received on (B)(6)2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") in a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced headache (seriousness criterion medically important), arthralgia ("joint pain"), fatigue ("fatigue (never normal)"), sleep disorder ("sleep disorder"), hyperhidrosis ("excessive sweating"), limb discomfort ("feeling of heavy legs"), hot flush ("hot flushes"), tinnitus ("tinnitus"), loss of libido ("loss of libido"), vision blurred ("blurred vision") and myalgia ("persistent muscle pain") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy. Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, fatigue, headache, sleep disorder, weight increased, hyperhidrosis, limb discomfort, hot flush, tinnitus, loss of libido, vision blurred or myalgia. The reporter commented: (female) patient¿s current status: (B)(4) implants. Period of occurrence: 2023. Extreme fatigue (never normal) and persistent muscle pain despite physiotherapy sessions. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.